Event description:
Hosp uses beckman coulter il pt-fib hs as protime reagent with MFR's instruments at 4 hosps. Hosps received phone calls from physicians complaining of unexpectedly high "inr's". Hosps have ruled out preanalytical variables. Hosp have determined that the problem is related to incorrectly assigned "isi" and possibly poor reagent stability. The co has not been receptive to addressing this problem.